Manufacturer narrative:
The device is currently being returned to resmed for an investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that a patient had a heavy cough that allegedly triggered an astral device to alarm. The caregiver chose to remove the patient from the device and begin manual ventilation. There was no patient injury reported as a result of this event.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the occurence of system faults 101 and 218, indicating that the outlet pressure measurement may be incorrect. The investigation determined that the system faults 101 and 218 were most likely due contamination of the outlet flow sensor. Performance testing also confirmed the occurence of a system fault 180, indicating a battery charger fault. The investigation also determined that the system fault 180 was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).